Event description:
After aortic valve replacement and ascending aortic aneurysm repair, a 14 gauge angiocath was used for de-airing of the aorta. The tip of the angiocath sheared off upon removal from the ascending aortic graft, and was not retrievable. The operative report states: "while we were coming off bypass, it was noted again by the anesthesiologist that there was more residual air in the left ventricle (which was not noticed shortly). Thus, a 14-gauge angiocath was reinserted to vent the root. Once that was cleared, the vent was removed. However, just as we removed the vent, we noticed that the tip of the vent had broken off." C-arm fluoroscopy in the or did not reveal the tip of the catheter. The patient was taken to interventional radiology for cts of the whole body. The CT abdomen showed findings of plaque at the origin of the superior mesenteric artery and calcified plaque involving the left renal artery. The possibility that the catheter fragment lies in the left renal artery at its bifurcation, extending into the ventral upper pole branch is considered. This is not definitive. No conspicuous intra-arterial opaque foreign body. Cta abdomen 5 days later showed the retained catheter tip (measures 1.1 x 0.4 cm.) Is located in the main left kidney lower pole arterial branch. The day after this fragment was visualized, an arteriogram was performed to attempt retrieval of the catheter tip. Multiple attempts at retrieval were unsuccessful. The surgeon's note states: "he (interventional radiologist) also maintains that there was excellent flow with no impedance across that foreign body which actually is the tip of the angiocath with a 14-gauge lumen. Therefore, there was no problem with the flow there as well. In addition, the nephrologist saw the patient as well and also recommended there may not be any more attempts for retrieval of the foreign body since it may not hamper the renal function at all. Currently, there is excellent flow to the lower pole, but even if were to thrombus that may not affect his kidney function at all. Thus it needs not be attempted to retrieve. The patient overall is doing great." The patient was discharged home 7 days after the initial procedure.